Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
We received a publication from sage publication, 1-4, doi: 10.1177/0267659120941339 that a (B)(6) white female had impella cp pump inserted in the left femoral for cardiomyopathy. The patient had severe aortic regurgitation, the decision was made to proceed to median sternotomy and mechanical aortic valve replacement (avr).